Event description:
Patient presented back to the physician with wound dehiscence and potential infection at the chest incision site. Physician brought the patient into the or, and upon surgical exploration, purulent discharge was observed in the chest pocket. Physician determined an infection and explanted the entire inspire system. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented to the physician with swelling and unhealthy tissue at the chest incision site, along with a slight opening of the incision. Physician brought the patient into the operating room, and upon opening the chest incision, purulent discharge was observed beneath the incision, consistent with a potential infection. Physician removed the unhealthy tissue, irrigated the ipg pocket with a pulse irrigator device, flushed the pocket with antibiotic solution and betadine, and closed the incision. Postoperative antibiotics were prescribed after the procedure was completed.